Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s daughter reported via phone call that her mom experienced low blood glucose level 52 mg/dl. Customer was treated with orange juice and crackers for low blood glucose level. Customer declined troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.